Event description:
It was reported that the pump had overdosed and underdosed the patient over the past year. The catheter had been checked out by a health care provider (hcp) and there were no significant findings. An explant was planned as a result of the event. Overdose and underdose symptoms were reported. The patient was alive with no injury at the time of the report. Additional information received reported there were no issues after the pump was replaced. It was unknown if the patient was receiving effective therapy. The pump was infusing fentanyl with 300 mcg/ml at 259.85 mcg/ day. No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Further analysis results:destructive analysis did not reveal anything new/significant.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
Inadvertently removed event date on initial MDR.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed overinfusion of an undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard conditions. Per the deviation, this pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty. The pe record will be closed at this time and re-opened to add the results of this long term testing and any additional analysis findings per the next steps defined in the deviation. Eval code - conclusion code ¿ is being updated for this event.